Event description:
It was reported that the patient's implantable pulse generator (ipg) had header separation upon explant. A new ipg was implanted as scheduled and there were no patient complications that have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).